Event description:
Patient reported receiving an 86 (technical inspection alarm) and she believed the device was under-delivering insulin. Patient indicated experiencing elevated blood glucose (550s mg/dl). Patient indicated that she had used the piston rod and adapter longer than recommended.